Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after loading a cartridge with approximately 200-300 units of insulin, the customer received a minimum fill notification. Reportedly, the customer did not expel air from the cartridge which caused the pump to display an incorrect estimate of the amount of insulin. Then, the customer filled the cartridge with additional insulin but due to too much pressure, the cartridge popped and caused a leak. When the customer attempted to load a new cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges. Customer's blood glucose level was 490 mg/dl, which was addressed with manual injections. In addition, the customer will continue to use manual injections as alternate insulin therapy.

Manufacturer narrative:
Minimum fill issue- no failure identified.